Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirm that reported problem. After reviewing the log, it is found that frame grabber card error. The fse replaced the flex viewing pc and return the part for further analysis. The cause of the reported malfunction conclusively could not be determined by the supplier's part analysis, however the replacement of the flexveiwing computer by the field service engineer has resolved the reported issue. After replacement, the system was returned to use in good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision computer was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.